Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device intermittently would not complete a boot cycle. The customer advised that upon power on the device will flash briefly then turn off. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. Stryker replaced the device software as a precaution. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Stryker downloaded the electronic records from the customer¿s device and was able to confirm the reported issue. Stryker determined that the likely cause of the reported issue was isolated to the acpa and adapter cable.

Event description:
The customer contacted stryker to report that their device intermittently would not complete a boot cycle. The customer advised that upon power on the device will flash briefly then turn off. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.